Event description:
It was reported that during use the right atrial (ra) lead exhibited undersensing. It was also reported that the ra lead exhibited high thresholds. Upon further investigation and a routine chest x-ray, it was discovered that the ra lead was dislodged. The patient indicated knowing about the ra lead dislodge but had not been followed by local cardiology previously. The device mode was reprogrammed for the ra lead undersensing. Additionally, it was reported that the patient was hospitalized and treated for sepsis from an unknown, unrelated event. It was further reported that the source of the infection was an infected right toe, the patient was treated with intravenous (IV) antibiotics, and the patient remains hospitalized. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right atrial (ra) lead exhibited undersensing. Upon further investigation and a routine chest x-ray, it was discovered that the ra lead was dislodged. The patient indicated knowing about the ra lead dislodge but had not been followed by local cardiology previously. The device mode was reprogrammed for the ra lead undersensing. Additionally, it was reported that the patient was hospitalized and treated for sepsis from an unknown, unrelated event. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the source of the infection was an infected right toe, the patient was treated with intravenous (IV) antibiotics, and the patient remains hospitalized.